Event description:
Per the field clinical specialist (fcs), the valve had a leaflet stuck after deployment. The valve was deployed at 90/10 and the patient had moderate to severe aortic insufficiency (ai). The valve was prepped in the normal fashion with no notable issues during crimping. It appeared to be a leaflet associated with the neutral crest cell non-coronary cusp (ncc). The transesophageal echocardiogram (tee) imagery showed a stuck leaflet. A pericardial effusion was reported caused by the temporary pacer and the patient was brought to the or room the same day to have a pericardial window. The following day, the patient was brought back to the cath lab and an attempt to flip (the stuck leaflet) with a pigtail catheter. This did not prove successful, and a second valve was placed successfully with no ai post procedure.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Update to h6, component code, device code, type of investigation, investigation findings and investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A procedural video was reviewed, and the following observations were made: retrograde flow or central regurgitation was observed from provided echo, one (1) leaflet at non-coronary cusp (ncc) appeared restricted or no motion, prior to the tavr, calcifications were observed on the native annulus and leaflets. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation training manual, and device procedural training manual. The IFU provided guidance on thv malposition prior to deployment, use caution with minimal calcification and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation and leaflet motion restricted in patient were confirmed based on procedural imagery. However, the complaints for paravalvular leak and malpositioned valve were unable to confirmed due to unavailability of relevant imagery/medical record. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, "this valve had a leaflet stuck after deployment. The valve was deployed at 90/10 and the patient had moderate to severe aortic insufficiency (ai)". Additionally, it was mentioned that the valve was over expanded, which would lead to leaflet motion restriction resulting in central regurgitation. As reported, "due to a nodule of calcium in aortic annulus that runs up into the stj, the valve was discovered to be canted, which resulted in pvl being observed". Per imagery reviewed, calcifications were observed on the native annulus and leaflets. Per training manual, calcification is one of the factors that may affect thv positioning and deployment characteristics. Bulky calcification creates irregular contact between thv and annulus leading to pvl. In this case, available information suggests that patient (calcification) and procedural (over-expanded valve and thv malposition) may have contributed to the complaint event. The technical summary was applicable for this case because the valve was over expanded during the valve deployment. In addition, the valve was canted after deployment. This could have compromised the seal provided by the pvl skirt between the valve and target site, leading to pvl. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No corrective or preventative actions are required.